Manufacturer narrative:
(B)(4). Date sent: 11/17/2020. Investigation summary. Call home was reviewed for system nm19nea00773 on 8/17/20. A pr15xt was connected to channel 1, tested, and put into tissu-loc. An ablation was set to 10:00, 65w, which completed without error. Temperatures were normal. Cauterized was used twice, then the probe was disconnected. This marked the end of the case. No issues were seen during the call home investigation. No device will be returned to neuwave for further investigation. The system and its probes are performing to specifications.

Manufacturer narrative:
(B)(4). Date sent: 10/7/2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ablation procedure patient was being treated under conscious sedation and had two tumors. First lesion was treated but the patient¿s heart rate increased to an unsafe level and experienced a great deal of pain so physician decided to abort the procedure after successfully treating first lesion and is bringing the patient back to treat the 2nd lesion under general anesthesia.